Event description:
The users hearing performance with the device is affected. The user has been reimplanted. The clinic discarded the explanted device.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted as it stopped working. A technical implant failure seems likely, which is assumed to be caused by an extrusion of the conductor link. The concerned device was explanted but has been discarded. This is a combined initial and final report.